Event description:
Healthcare professional reported "device migration" and "implant malposition, correction of asymmetry, change shape/size/style" via the national breast implant registry (nbir). This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: migration and malposition.